Event description:
It was reported that "staple jamming during use". Per the distributer, it is unknown if there was any patient harm or injury, or what the current status of the patient is.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "staple jamming during use". Per the distributer, it is unknown if there was any patient harm or injury, or what the current status of the patient is.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. A gap was present in the staples. The first 7 staples were loose in the cover block. The 4 remaining staples were stuck in place. The stapler was returned with 11 staples remaining in the cover block, indicating that at least 24 staples were fired by the customer. The stapler was returned with two misaligned staples loaded at the front of the device. The sample was returned with the trigger engaged. Clear evidence of use in the form of biological material was present on the device. After the device was disassembled, dimensional inspection was performed on the staple at the front of the staple gap. The inner angles of the staple measured 90.93421 and 97.5982, which was not within the specification of 90,1. The length of the staple measured 0.56357" which is not within the specification of .5525, 0015". The height of the staple measured 0.128", which is within the specification of .130, 002". Functional testing could not be completed due to the severe misalignment of the staples. The saddle spring was observed to be correctly attached to the pusher. After the device was disassembled, dimensional inspection was performed on the staple at the front of the staple gap. The staple at the front of the gap measured to be out of specification. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The complaint was confirmed based upon the sample received. Upon visual inspection, a defective staple in the cover block was observed. Upon functional inspection, it appeared that the staple defects prevented the remaining staples from moving down the track and firing successfully. Dimensional inspection was performed on the staple at the front of the staple jam. It appeared that this staple was out of specification and prevented the remaining staples from moving down the track and firing properly. Die casting anomalies were discovered on the forming tool. Actions to address this issue of visistat 35w staplers failing to function properly due to defective staples were established as part of a non-conformance, which was closed on 31-aug-2023. The sample was manufactured prior to these actions. Teleflex will continue to monitor and trend on complaints of this nature.